Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's balloon did not remain inflated and needed to over 20 ccs to inflate properly. Apparently the patient needed to have his initial ett replaced due to the same issue.